Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, post paced t wave oversensing and long ventricular pace refractory were observed on the implantable cardioverter-defibrillator via stored electrogram(egms). No vibration alert was received as the notifier was off. Programming changes were made. The patient was stable and will continue to be monitored.